Event description:
It was reported that insulin leaked from the reservoir into the reservoir compartment of the insulin pump. It was also reported that the customer experienced high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.